Event description:
The customer reported the system displayed an all black image and no xray image. No report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The xray tube was replaced. The system was then found to be working as intended.